Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was 122 mg/dl. Additionally, it was reported that the customer experienced an elevated bg of 300 mg/dl. Customer alleged cause was due to the pump not adequately delivering insulin. A correction bolus via the pump was used to correct. Reportedly, customer continued to use the pump and had an alternate method of insulin therapy available.